Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off event could not be determined. There was moderate amount of adhesion tackiness observed on the pad. Due to the used condition of the returned device, the original adhesion properties could not be verified.

Event description:
Patient reported that two v-go devices fell off prior to the 24 hrs, which one was applied to his abdomen and the other to the back of the arm. Patient stated that the attached v-go device the adhesive pad is becoming loose and only had it applied for about 8 hrs. Patient stated he does prep the location with the alcohol swabs and allow the area to dry prior to attaching the v-go.